Event description:
Event description cpi received information that this ventak mini ii and endotak transvenous defibrillation lead were replaced due to pocket erosion and infection. The new ICD was implanted on the opposite (right) side of the original pocket.